Event description:
It was reported that the patient had their implant done in (B)(6) 2013. The patient had lead placement and then the generator was placed 10 days later. It seemed to work fine, but it never helped the patient¿s pain and that was their primary symptom. The patient noticed after the first year that they were having more stimulation in their right foot than anywhere else and multiple reprogrammings didn¿t help. The patient was denied requests to have the device removed and after moving and seeing a new health care provider (hcp) they finally had a fluoroscopy done to look at the lead. It had migrated down their s3 nerve and the top of the lead migrated upward out of correct placement as well. Since the first surgeon had such a hard time putting the lead in, this hcp didn¿t feel too strongly about being able to readjust the lead. Since it had never relieved the patient¿s pain, they felt it was best to remove it instead. The patient was having their device removed on (B)(6) 2015. The patient¿s big concern was nerve damage. The device had been off for almost 6 months, but the patient had a tapping in their right foot where they would normally have the tapping when the system was on. They thought it was from the lead being in the nerve, even though the system was off and this was confirmed by a manufacturer representative. The patient had done basically every treatment for interstitial cystitis (ic) except cyclosporine and botox and everything had failed. The patient lived on pain medications all day and their diet was so strict that they now had multiple vitamin deficiencies and their bladder will not tolerate any vitamin replacements. The patient had also tried numerous alternative therapies. No outcome or patient information was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).